Event description:
Boston scientific crm received information that this right ventricular lead had exhibited noise and was found to be fractured. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.